Event description:
The biomed tech from the facility reported that nearing the end of the hemodialysis treatment of a pt, the nurse received shock from the machine while trying to type on the keyboard. The staff reported an electrical spark lept from the machine to the nurse's hand. The shock was reported to last for a few seconds in duration. The machine shut down and had audible alarm. Pt's blood was flushed back and had no ill effects. The nurse reported to the emergency dept with a burn mark, muscle cramping and arm numbness. Nurse was discharged and reported having musculo-skeletal issues resulting in reduced ability to move her fingers. When the facility tech checked the machine, he found that it functioned properly. Preliminary tests were performed for leakage currents. The tests did not reveal an issue with the machine.

Manufacturer narrative:
The facility biomed evaluated the device and reported the device functioned properly. The fresenius regional equipment specialist (res) evaluated the device on (B)(4) 2013 and found no issues or problems that would have caused the spark. A medical review was performed on the available info and the cause of the event is undetermined. The medical records for the nurse involved have not been made available at the time of this report. A supplemental report will be submitted upon completion of the investigation.